Manufacturer narrative:
As reported, during preparation the balloon of the 80 cm. 5 fr. Powerflex p3 4 x 8 balloon catheter (bc) came off of the catheter. The product was not clinically used in the case; therefore, there was no reported patient injury. The product was stored properly according to the instructions for use (IFU). The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU. Another balloon catheter was used to complete the procedure successfully without patient injury. No target lesion/lesion characteristic information, or patient information is available. There was no damage noted to the product packaging upon inspection prior to use. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17685987 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon separated during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the separation could not be determined. Based on the limited information available for review, storage and handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Open the pouch, take the hub and gently take the catheter out. Fill a syringe of appropriate size with equal volumes of contrast medium and normal saline. Attach a stopcock to the balloon lumen, marked "balloon". Attach a syringe, open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. Close the stopcock to the inflation port. Remove the syringe. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed in steps 3-5. Without twisting, slide the forming tube off the balloon. Connect an angioplasty inflation system. Open the stopcock and slowly fill the inflation lumen and the balloon with diluted contrast medium.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during preparation the balloon of the 80 cm. 5 fr. Powerflex p3 4 x 8 balloon catheter (bc) came off of the catheter. The product was not clinically used in the case. There was no reported patient injury. The actual balloon that came off was disposed of. Additional information received indicated that the product was discarded and will not be returned for inspection. The product was stored properly according to the instructions for use (IFU). The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU. Another balloon catheter was used to complete the procedure successfully without patient injury. No target lesion/lesion characteristic information, or patient information is available. There was no damage noted to the product packaging upon inspection prior to use. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. No additional information is available.